Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the pulse generator exhibiting premature battery depletion. The estimated battery longevity had been reported as 4.75 to 7 years, with a battery voltage of 2.78 v in (B)(6) 2019. However, a recent device interrogation revealed that the battery had reached eri status on 12 aug 2020. The patient has been scheduled for device replacement. There were no adverse health consequences to the patient.

Event description:
New information received noted that the pulse generator was explanted and replaced. There were no adverse patient consequences.

Manufacturer narrative:
Field event of eri triggered was confirmed. Analysis performed at nominal settings, including thermal and mechanical testing of the device did not find any anomaly. Analysis of device image indicated that a false eri was triggered due to unknown anomaly. Longevity assessment was performed in field settings, and device was in normal range of operation at explant with appropriate remaining longevity